Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited two episodes of noise reversion, causing pacing inhibition. Review of electrocardiograms revealed, the lead had a history of noise since (B)(6) 2014. No intervention or patient symptoms were reported.